Event description:
Retractable scalpel #11 was used to cut a vac sponge dressing. The scalpel opened and locked in position as expected for the first cut. It was then retracted and locked in place. The scalpel was picked up a second time by the physician, who passed it from left hand to right hand. During passing, the palm of the right hand was stabbed by the blade. At that time, the physician noticed that approximately 1/3 of the blade had slipped out into an exposed position, without any pressure on the red retract button. The physician also noted that the blade did not retract as it lacerated the hand; it was in a locked position.the physician's impression was that the red button, which retracts and locks the blade, did not function as expected. The blade should not have slipped out of the retracted position.